Manufacturer narrative:
Siemens has completed an investigation of the reported event. The reported problem was resolved by replacing the x-ray tube. A system checkup and test scans were successfully performed, and the system is working as expected. A comprehensive safety assessment has been performed. No further investigation is deemed necessary. Based on the findings, no systematic product or design issue could be identified.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom drive CT system. A technical failure occurred during a perfusion scan for a potential acute stroke patient. It was reported that the scan aborted twice due to tube arcing. The 61-year-old female patient had to be removed and rescanned/reinjected on another device, resulting in a 40-minute delay. No medical intervention was required and no negative health consequences for the patient are reported.